Manufacturer narrative:
Customer has not returned the device to the manufacturer for device evaluation. If the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation. (B)(4).

Event description:
It was reported that a cleo® 90 infusion set was in use when the patient's pump gave an occlusion alarm (alarm number: 2). The patient's blood glucose was reported at 227mg/dl. Troubleshooting determined that blockage was located in the tubing. The patient replaced the tubing to address the issue. No permanent injury was reported. See MFR: 3012307300-2016-00571.